Event description:
It was reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The bios needed to be reset. The customer cancelled the svc call.